Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported they needed to schedule an appointment with medtronic rep at va hospital because stimulation for their right side stopped working about 1-2 weeks ago and they could not feel it. Pt explained their ins had fully depleted one day and they sensed the loss of therapy since their back was feeling much worse. Pt recharged ins, but therapy/stim did not turn on; they realized 4-5 days later they had to manually turn therapy back on. After therapy was back on, pt noticed their right side was no longer getting coverage, even after increasing the intensity settings for all their groups (a-d). Pt mentioned they had therapy turn off again through the night (woke up with back pain) and they had to turn on therapy again. Pt said they turned stim up so that if they lean back, they could feel the stimulation going all the way down into their legs to know stim is still on/charged. Pt mentioned they had to build their pain tolerance as they turned up intensity settings (as only left side felt stim). Pt stated they were usually at pain level of 2 or 3, which was very accommodating for them, but now they were probably at an 8. Pt mentioned sometimes when they bent over and got up, they felt "a lightning bolt that goes all across my back and it brings you to your knees." Agent asked if pt had any recent falls/trauma, but pt just said they had recently been fishing a lot more. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received on august 1, 2023. The pt reported they met with a manufacturer representative (rep) who determined that the ins was accidentally turned off. The rep reprogrammed the unit and then the pt's pain resolved. Pt weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.